Event description:
Customer alleged discrepant, back to back blood glucose results of 201 mg/dl and 85 mg/dl when testing was performed within 1 minute on the compact plus system. Customer self-treated based on hypoglycemic symptoms by drinking coke, after which he reported feeling better. The location in which the testing was performed was not provided. A request was made for the return of the suspect device and replacement product was sent.